Event description:
Meter name: one touch ultra, strip name: lifescan one touch ultra, meter code: 17 strip code: 17, strip storage: unk, symptoms: none. A pt reported they were treated by emergency medical tech. Their meter allegedly was inaccurately low. The result on their meter was 27mg/dl and 42mg/dl. The result on the emergency medical tech's meter was 320. The time difference between pt's meter and emergency medical tech's meter was less than or equal to 10 mins. Treatment was unk. No further info has been reported.